Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample yielded a 1+ positive result with anti-d clone bs226 but a negative results with anti-d clone bs232: both anti-d clones are reagents of erytype s abd+rev. A1, b and the test was performed on tango optimo. The customer returned the supposedly defective product for investigational testing and also the patient sample that had caused the false negative test result. Testing in our quality control laboratory is still ongoing. The affected tango optimo was inspected by one of our field service engineers and found to be running within its specifications. We have no instigation to suspect the instrument performance to be causative for the reported problem.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample yielded a 1+ positive result with anti-d clone bs226 but a negative results with anti-d clone bs232: both anti-d clones are reagents of erytype s abd+rev. A1, b and the test was performed on tango optimo. The affected tango optimo was inspected by one of our field service engineers and found to be running within its specifications. We have no instigation to suspect the instrument performance to be causative for the reported problem. The customer did return the supposedly defective product for investigational testing and also the patient sample that had caused the false negative test result. Our quality control laboratory tested the patient sample with the returned sample of erytype s abd+rev.a1, b. The patient sample yielded a negative reaction with both anti-d reagents on erytype s abd+rev.a1, b. At visual assessment some very small agglutinates were visible, indicating a weak positive reaction. The sample was sent for molecular rh(d) typing to an external laboratory. The result of the external laboratory is: weak d type 4.2.2. The instruction for use includes an reference to that effect: category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. The returned product sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.